Manufacturer narrative:
(B)(4).

Event description:
In a literature review, the following information was obtained. N, saeki., et al. "Initial results of thoracic endovascular aortic repair (tevar) using gore-tag at tottori university hospital." Japanese journal of cardiovascular surgery. Vol.18(6). 62. On (B)(6) 2009, the patient underwent endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (tg3415/06592019, tg4010/06187640). Prior to stent grafts implanted, an axillo-axillary bypass procedure was performed, and two stent grafts were implanted. On the same day, the patient developed multiple embolism. On an unknown date, necrosis of the small and large intestines was revealed due to the multiple embolism, and those intestines were surgically removed and a colostomy was performed. On (B)(6) 2009, the patient expired due to sepsis. Additional information has been requested.

Manufacturer narrative:
For manufacturing evaluation: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. For sterilization evaluation: the review of the sterilization paperwork verified that this lot met all pre-release specifications.